Manufacturer narrative:
Investigation summary- asae: the cause of the access site adverse event cannot be established due to insufficient clinical details and lack of product returned. Fluid leak: due to a lack of product returned, the cause of the fluid leak cannot be established.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the that a circulatory support pump was used in a patient who received right-side surgical access through the axillary or subclavian artery. During the course of support, the patient experienced a major bleeding event that resulted in the formation of a hematoma. The device was later removed, and the patient survived the procedure and subsequent care. No additional information related to device performance, patient characteristics, or product return availability was provided.

Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6 medical device problem code. The problem code a24 (adverse event without identified device or use problem) reported on the initial MDR was not applicable to the event and has been corrected to a050401 (fluid/blood leak).